Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous arteriovenous fistula (avf) of the forearm. A 4.0 x 40, 40cm mustang balloon catheter was selected to dilate the lesion. During the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by mf.; a visual and tactile examination of the returned device found no kinks or damage along the entire length of the device. There was blood present in the balloon. Positive pressure was applied and leak was noted. A further microscopic analysis confirmed a pinhole in the distal balloon body. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately calcified and moderately tortuous arteriovenous fistula (avf) of the forearm. A 4.0 x 40, 40cm mustang¿ balloon catheter was selected to dilate the lesion. During the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.